Manufacturer narrative:
Patient information was not made available from the site. On 06/03/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 06/06/2016 software investigation completed. Findings are that the image was not to protocol, patient forehead cut off. Software is functioning as designed. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy. The site had attempted a tracer registration and felt inaccurate afterwards by 5 millimeters. No further details regarding this issue, or specifically in what direction the alleged inaccuracy occurred, were provided. As an incision had already been made, the surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols for cranial, dbs, spine, and ent applications.